Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced stimulation with right ventricular (rv) lead pacing, with increased outputs. The rv lead pulse width was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.